Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: after the capture was complete, surgeon removed the wand from the patient and noticed that it was an empty capture. He also noticed that the ceramic blade tip was missing from the wand. Upon further investigation, the tip had remained in the patient. Investigation conclusion: the reported issue was confirmed. The trocar tip is completely detached from the intact¿ wand and was returned, although the cause of detachment cannot be confirmed. Additionally, the wire basket is bent at a 45 degree angle, there appears to be one wire break, and portions of the confinement sleeve are melted and degraded. The cause of the damages observed, as well as the failure to capture complaint, cannot be determined. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles case, the surgeon removed the intact wand from the patient, and reported the ceramic blade tip was detached. The surgeon was able to retrieve the tip from the patient. There was no adverse effect to the patient. Additional finding found during analysis: one of the wires on the intact wand had fractured. The cause of the damage observed cannot be determined.